Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an atrial fibrillation (af) ablation procedure, loss of capture (loc) on the right ventricular (rv) channel was seen. The patient went asystolic during the procedure everytime the ablation occurred. The physician opted to implant temporary pacing leads and use a different source for pacing. Boston scientific technical services (ts) was consulted and discussed the how the defib detect circuit can truncate threshold measurements. No adverse patient effects were reported. The rv lead and implantable cardioverter defibrillator (ICD) remain in service.